Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. Returned instrument testing evaluation (rite) functional testing failed for fluid transferred outside of the specified limits, and the volumetric accuracy test that followed also failed. The membrane gasket was removed and revealed the original piston foam is deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam, which was replaced. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.